Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampons fell apart leaving pieces inside her. She manually removed tampon pieces and pieces of tampon continued to come out of her. She experienced discomfort, diarrhea, foul vaginal odor, fever, loss of appetite, pelvic pain and cramping. Consumer alleged these symptoms have come and gone with every period for months. She self-treated with monistat and douches. Consumer alleged her symptoms worsened so she went to her doctor for a vaginal exam. During vaginal exam no tampon pieces were found but she experienced unusual cervical bleeding which resolved. Doctor performed several tests and she was diagnosed with an unspecified infection and prescribed metronidazole 500mg. Consumer stated she was still hurting but her health was improving.